Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal right coronary artery. A 4x16mm rx graftmaster covered stent was deployed at 19 atmospheres, but the perforation was not sealed. Additional post dilatation with a non-abbott balloon at 22 atmospheres had to be performed. There were no reported adverse patient sequelae. Additional information has been requested.

Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 19 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.